Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary considering the incident sample was not returned, it took the retain sample of sa86g/lj5au for investigation. The complaint reason is related to suture breakage. Then performed knot pull and appearance inspection for one retained sample. The retain sample met the specification. No abnormal was found. Complaint root cause couldn¿t be determined. Keep related data for trend analysis and continue to pay attention to trend changes.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was case completed? Change other device. Any adverse patient consequences? No.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. Additional information was requested.